Manufacturer narrative:
More info regarding the standby event and the replaced goods has been requested for investigation. A supplemental medwatch will be submitted when the investigation has been finalized.

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on an investigation of the returned compressor mini control printed circuit (pc) board. The returned compressor control pc board was installed in a reference compressor and connected to a ventilator. The compressor started to deliver air when wall air was disconnected from the compressor and went to standby when wall air was reconnected. The reported issues that the ventilator switched to standby and generated high pressure alarms were reproduced. However the ventilator showed that it was receiving normal pressure from the compressor during the compressor's high pressure alarm periods implying that the compressor's high pressure alarms were false. During parts of the one day simulated use ventilation test, the compressor was periodically going to standby for short periods of time. The standby periods were typically about 7 seconds. During these standby periods the ventilator generated low air pressures and o2 high concentration alarms implying that the compressor was not delivering air during these periods and that the ventilator was compensating the loss of the air supply with more oxygen. The conclusion in this matter is that these events, the false compressor high pressure alarms and the compressor intermittent standbys, were caused by the control pc board, but the fault on control pc board has not been determined.

Event description:
(B)(4).

Event description:
It was reported that the compressor switched to standby mode and alarmed for high pressure. There was no pt involvement. (B)(4).